Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Neither the UDI nor the lot number were able to be provided, therefore section d4 was unable to be completed. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a solero applicator. A microwave ablation procedure was performed on three liver lesions. Following the procedure, the patient experienced a pneumothorax and bleeding. It was reported the patient is in stable condition and responsive, but remains in intensive care. Additionally, the following was provided: "based on the current assessment, the event is considered highly likely to be related to the conduct of the procedure itself, including the very limited experience of the treating physician with this specific intervention, and cannot currently be attributed to any identifiable product defect."